Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer's blood glucose level was 215 mg/dl at the time of incident. Customer stated that the insulin pump was exposed to fluid in the battery compartment. Customer stated that the o-ring is in place and is free of debris. Customer stated battery cap was not damaged. Customer stated the home screen does not appear on the display. Advised that the insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.